Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that upon opening the tray a particulate was found in the syringe. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Upon visual inspection, a brown particulate was noted inside of the syringe barrel. The provided picture does not offer the details necessary to determine the exact root cause of the particulate in the syringe. Review of the discrepancy management system (dsms) database and a review of the batch history records was unable to be performed, as no lot number was provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.